Event description:
It was reported that the asymptomatic patient's right atrial and right ventricular leads exhibited noise. Fluoroscopic images suggested a potential clavicular crush caused the noise. Both leads were capped and replaced successfully on (B)(6) 2017. No patient symptoms reported.